Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance.as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Sorin received information that this lead had dislodged twice so it was replaced with a new lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that forces applied during the surgery should be taken into consideration. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. Analysis demonstrated residuals of coagulated blood along the inner coil. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.